Event description:
It was reported that while using the bd pyxis¿ medflex 1000, the user selected the incorrect medication, which entered the issue process, and then wanted to go back. The skip button was greyed out and could not be used, so the application was closed. The medication the customer was attempting to issue was pending pharmacy approval. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had reported wrong medication was selected and could not go back. A technical support specialist (tss) reset the application for the user and confirmed that the medication they attempted to issue was pending pharmacy approval. The system functioned as intended after the technical support specialist troubleshot the issue.